Event description:
A customer reported that during a procedure, the cannula was leaking. There was no harm to the pt. Multiple attempts have been made to obtain more info, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).